Manufacturer narrative:
Refer to manufacturer report #3007566237-2017-03767 for details pertaining to the reportable related event; the other lead and stylet. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the healthcare provider had difficulty removing the stylet from two pne leads. It was noted that one stylet was difficult to remove, and the other stretched the lead and the plastic end broke off because it was so difficult to remove. Additional information was received. It was noted that both leads were difficult to deploy, but one was much more so than the other. It was reported that both leads were stretched, one extremely so, but the healthcare provider was able to deploy the leads, and they were used for the trial. It was noted that nothing was done any differently in this case, so it was unknown what caused this to happen. There were no patient complications reported as a result of this event.